Event description:
It was reported by the patient¿s legal guardian that the pod was not worn. The patient¿s legal guardian reported that during attempted pod activation, the needle did not deploy despite the pink slide having moved forward, indicative of a needle mechanism failure. No impact to the patient¿s blood glucose levels was reported. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.